Event description:
In 2009; it was reported the patient was allergic to the dilaudid in the pump. Her feet swelled to 25-30 inches. The physician removed the dilaudid and replaced it with bupivicaine on february 6, resolving the swelling. The patient reports receiving good therapy from her pump from january until the last refill the month prior. The patient reports a return of symptoms following a refill session. The patient was referred back to her physician to discuss. The patient reported an alarm was heard; she heard a single beep 2 days prior and nothing since. The patient reported she had lost 70 pounds since august; 20 pounds lost since the pump was implanted in early 2009. The pump had dropped, so the implant physician moved the pump to a new pocket; the pocket was dissected, a new pocket in a skin flap resulting "her a" cutting pain. The physician is aware but stated no revision was needed. She has seen 5 other physicians who told her to have the pocket fixed. The loss of fat at the catheter incision had resulted in the catheter being too close to her skin and that when she lays on it, it stops the catheter flow. The patient reported her previous pump died after 6 years resulting in 18 ml residual volume refill on january 7. The pump was replaced with a synchromed ii the same month. See manufacturer report 6000030-2009-00688. The patient stated the pump was not started at implant, resulting in the pump alarm. She was seen four days later, where they turned the pump on. She experienced a return of pain until the pump was turned on again. The patient stated due to her weight loss, the interstim was falling over. The device is still working, but the doctor would perform a revision once the patient reached her weight loss goal. On five days after the original date; the patient reported the physician did a dye test the previous week. The physician had difficulty aspirating drug and injecting dye through the catheter access port (cap). The physician finally forced the dye through the cap and explained that the patient might get a bolus of bupivicaine. The patient felt numbness in the right leg and foot for about 20 minutes. A CT scan was done; results not reported. The patient stated after the pump was moved (date unknown), there was no longer a coil under the pump and the catheter is pulled tight. The patient was on oral medication for pain.